Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection, the sdw was seen to be kinked. The stent was seen to be deformed. The introducer sheath was returned intact. Functional inspection: the returned microcatheter had to be cut to remove the deployed atlas stent for further analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent deployed prematurely during use was confirmed during analysis. The reported stent difficult/unable to advance or pullback through catheter could not be confirmed; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The product was returned, and the as analyzed codes listed in the below product problem code(s) grid were found. Additional information received was the device was prepared as per the directions for use, there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. It was also reported that the patient's anatomy was described as been severely torturous. The device was returned for analysis with a micro catheter complaint. The stent was returned deployed within the microcatheter shaft, confirming the reported premature deployment during use. The returned catheter was found to be kinked and was found to be blocked when attempting to remove the deployed stent. The catheter was eventually cut to remove the stent for further analysis and once removed was found to be deformed. The sdw was returned and found to be kinked and the introducer sheath was returned and was found to be intact. It is probable tortuous nature of the patient's anatomy was a contributing factor to the reported resistance felt while trying to advance the stent and the subsequent premature deployment. The as reported code as well as the as analyzed codes- 'stent deployed prematurely during use', 'sdw kinked/bent', 'stent deformed' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported during the procedure of right mca (middle cerebral artery) bifurcation case, the physician prepared the subject stent to deliver to the target lesion with the microcatheter. There was resistance advancing the subject stent inside the microcatheter. On withdrawal, the subject stent was found prematurely deployed inside the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported during the procedure of right mca (middle cerebral artery) bifurcation case, the physician prepared the subject stent to deliver to the target lesion with the microcatheter. There was resistance advancing the subject stent inside the microcatheter. On withdrawal, the subject stent was found prematurely deployed inside the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.